Event description:
The device was used during a laparoscopy right salpingoophorectomy procedure. It was reported after insufflating with a veress needle on a very thin pt the surgeon attempted to insert the 511sd intra/infra umbilically and encountered resistance. During a subsequent attempt the surgeon expressed concern for the possibility that he had felt the trocar hit something intra-abdominally. Upon insertion the surgeon identified an injury to the mesentary of the small bowel. It was reported this area was grasped and clips were applied proximally and distally and hemostasis was achieved. Upon further inspection another active bleeding site was observed, but could not be located. The surgeon decided to convert to an open procedure with a middle incision. It was reported while attempting to locate the site of the bleeding, the surgeon also found a bowel injury. A general surgeon was called to repair the bowel injury and the procedure was completed open in the usual manner. It was unknown how the pt was doing postoperatively.

Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and functionality testing, the instrument was cycled repeatedly and it functioned as intended. No conclusion could be reached as to how it occurred.